Event description:
False positive ahbc results on a pt sample. Comparative testing on non-j&j methods yielded positive results. A false positive result may lead to inappropriate physician action. There was no report of pt harm as a result of this event.